Event description:
The resident and the pharmacist, reported the following event : "the arthrodesis plate of the hallux was implanted in (B)(6) 2012 (indication : rheumatoid arthritis). The postoperative protocol was followed. When removing shoes postoperatively (6 weeks), the patient had edema and redness. An x-ray showed a fracture of the plate. It was broken into two at the location of the screw. The screw in question was not locked. There was no neutralization screw in the patient. The patient had to be reoperated. The fractured device was removed, rework on the autograft bone area and change of fixing of this osteosynthesis (2 screws crosswise).

Manufacturer narrative:
Evaluation summary: the reported event that the plate broke could be confirmed since the returned device matches the reported failure. Information about the patient was requested as well as x-rays. No answer was given therefore no conclusion could be made how the failure occurred. However, the customer informed us the patient has rhumatoid polyarthritis. Please note that the current IFU reads: factors capable of compromising implantation success. Bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. A review of the device history for the reported lot did not indicate any abnormalities. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event must be available in order to determine the root cause of the complaint event.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The resident and the pharmacist, reported the following event : "the arthrodesis plate of the hallux was implanted in (B)(6) 2012 (indication : rheumatoid arthritis). The postoperative protocol was followed. When removing shoes postoperatively (6 weeks), the patient had edema and redness. An x-ray showed a fracture of the plate. It was broken into two at the location of the screw. The screw in question was not locked. There was no neutralization screw in the patient. The patient had to be reoperated. The fractured device was removed, rework on the autograft bone area and change of fixing of this osteosynthesis (2 screws crosswise).